Event description:
A pt had a laparoscopic nephrectomy procedure. Three clips were ligated, probably the renal artery. After the div between the specimen side and the renal artery, massive bleeding was encountered. The surgeon used an alternative automatic metal clip applier and placed numerous metal clip to stop the bleeding. The pt has no reported complication from these events.